Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump while contacting support again if the issue reappeared.